Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in fair physical condition, noted to have a bleeding lcd. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device underwent delivery accuracy testing, and the reported customer complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy had over-infused during testing; no patient involvement.